Event description:
To whom it may concern, I am writing to you about a health product, therapeutic hot-cold pain relief wrap that is a public safety hazard, defective and has caused bodily harm. It is my understanding that FDA has the responsibility to ensure safe and effective medical products and this hot-cold wrap is not safe and should not be in the public domain until it is safe. The reason for my concerns about this medical product is as follows: the wrap has been helpful as I have used the product on different parts of my anatomy for several years but I have an issue with the wrap. I had surgery on my right- hand little finger. The wrap was used to provide therapeutic hot-cold. By wrapping my hand-finger in the cloth cover with a clay base inside. The problem with my hand occurred when I noticed very small punctures/blisters in my finger. Upon closer examination. I discovered it was from very small metal wires imbedded in the cloth cover - it was very disturbing. Upon closer examination of the cloth cover, you could feel the small metal wires that could be freely discharged. What is frightening about this is I have used the cloth covers on my forehead covering my eyes. If a wire was to dislodge in my eye the results would not be good. How could this happen? It wasn't until my physician determined that the velcro strap was the source of the small metal wires that had imbedded the cloth covers. It is the failure of carex in providing a medical product that is a public safety hazard, defective and has caused bodily harm. I am still suffering from the imbedded small wires. Even though, I have dug out a number of wires my physician advised to stop trying to remove the wires as it was causing more harm. In the meantime. I am to wait see if the body will reject the foreign objects on its own. Again, this shouldn't have happened, as one shouldn't have to be concerned that a health product is going to cause bodily harm. I am left with a noticeable injury that is taking time to heal but could have been much worse if my eye was involve. Therefore, I bring this to your attention (FDA) as the therapeutic ho-cold relief wrap is not a safe medical product and must be removed from the public domain until it is safe.